Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the helix could not be retracted completely prior to a lead implant procedure. The lead was replaced with another new lead. The procedure was completed without any adverse consequences to the patient.